Manufacturer narrative:
Literature citation: max markmiller; "percutaneous balloon kyphoplasty of malignant lesions of the spine: a prospective consecutive study in 115 patients". Mean patient age: 68.7± 11.04 years. Gender: female (men 42, 74 women).

Event description:
Procedure: balloon kyphoplasty (bkp) it was reported that on an unknown date, overall, 115 patients (52.2 % with vertebral fractures) received bkp surgery. The majority (82.6 %) of patients received bkp as a stand-alone procedure. Bkp treatment provided significant improvements in visual analogue scale (vas)-pain (median change: -4), oswestry disability index (odi; mean change: -53.2), and karnofsky performance status (kps; median change: 15) scores at 6 and 12 months. In total, 23 % of patients achieved increased vertebral height (7.4 % mean improvement in angle index). The presence of height restoration and the number of levels treated did not affect vas or odi scores; improvements in kps scores were numerically higher in patients who received bkp plus additional surgery (15¿20) compared with stand-alone bkp (10¿15). Mean hospital times were 7.2 ± 6.5 days. Incidences of cement leakage were observed in 40 patients (34.8 %). Specific areas affected by cement leakage were in the disc for 17 cases (14.8 %).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.